Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective sample syringe and wash syringe. The fse replaced the sample syringe and wash syringe to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low ion selective electrolyte (ise) patient results with "g" flag, including sodium (na), potassium (k), chloride (cl), carbon dioxide (co2) and calcium (calc) with quality control (qc) issues on their au5800 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.